Event description:
Patient reported "ruptures" and "capsular contractures baker grade unknown". Confirm whit ultrasound and MRI. Later healthcare professional reported "rupture". Later healthcare professional reported "gel breast implant rupture", "ptosis and hypertrophy" and "implants were obviously ruptured and leaking silicone gel into the capsule". This record is for the left side. Device was explanted and replaced. Device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, non penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "ptosis and hypertrophy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ptosis and hypertrophy, rupture.

Event description:
Patient reported "ruptures" and "capsular contractures baker grade unknown". Confirm with ultrasound and MRI. Later healthcare professional reported "rupture", "gel breast implant rupture", "ptosis and hypertrophy" and "implants were obviously ruptured and leaking silicone gel into the capsule". Healthcare professional further confirmed that there was no capsular contracture. This record is for the left side. Device was explanted and replaced.